Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hyperglycemia after inadvertently rewinding the ilet pump motor and not completing a change-cartridge sequence, resulting in no insulin delivery; no insulin odor or wetness was noted at the ilet or infusion site, and the user then disconnected, completed the change-cartridge sequence, and reconnected per troubleshooting guidance. Symptoms included elevated blood glucose up to 391 mg/dl for approximately four hours without ketone testing, backup therapy, or medical intervention. Outcomes included return of blood glucose to 181 mg/dl after resumption of insulin delivery and continued home monitoring. Investigation included customer-service troubleshooting and user education regarding cartridge-change procedures and therapy resumption. Investigation of this case revealed user handling associated with an incomplete cartridge-change process, with no alarms or device leakage reported, and insulin delivery restored after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited evidence beyond user handling.